Event description:
It was reported that (6) devices were used during an unknown procedure. It was reported by the affiliate that the tim20 clips were falling off the jaws very easily. They did not hold and fell into the pt. The clips were retrieved and tim20 instrument was used to complete the case. Only (4) of the (6) devices involved will be returned.